Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr microintroducer. Light use residue was observed on the sample. Microscopic inspection of the transition between the sheath and dilator revealed the sheath was buckled and flared outward. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "the pull apart sheath (brown part) was really jagged which preventing it from going into the skin. I did a quick check and saw it was jagged. It was correctly screwed together with the inner piece and no trauma was done to cause the jagged edging. Patient skin wasn¿t tough and if anything was more on the frail side. I then used the sharp and did a small nic/cut and then I struggled to get the introducer to go in further- it seemed to be catching on the jagged edges). I ended up opening a new micro introducer kit and used that dilator with no issues."

Event description:
It was reported "the pull apart sheath (brown part) was really jagged which preventing it from going into the skin. I did a quick check and saw it was jagged. It was correctly screwed together with the inner piece and no trauma was done to cause the jagged edging. Patient skin wasn't tough and if anything was more on the frail side. I then used the sharp and did a small nic/cut and then I struggled to get the introducer to go in further- it seemed to be catching on the jagged edges). I ended up opening a new micro introducer kit and used that dilator with no issues."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.